Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter with the product mandrel. Initial visual inspection of the catheter revealed tip separation with the tip found near the guide wire exit notch. Microscopic examination of the distal end of the device revealed evidence of tensile deformation where the distal inner shaft is bonded to the distal tip. Examination of the shaft revealed that the shaft appeared stretched on the proximal end of the tip separation site. No material or manufacturing deficiencies were noted that could have contributed to the tip separation or shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary angioplasty procedure, the tip of the balloon separated . During preparation of the 15mm x 2.5mm quantum maverick monorail balloon catheter the physician encountered difficulties moving the mandrel. As the physician attempted to load the maverick onto the guide wire, the tip of the balloon separated. This event occurred outside of the patient. Another of the same device was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as 'fine'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary angioplasty procedure, the tip of the balloon separated . During preparation of the 15mm x 2.5mm quantum maverick monorail balloon catheter the physician encountered difficulties moving the mandrel. As the physician attempted to load the maverick onto the guide wire, the tip of the balloon separated. This event occurred outside of the patient. Another of the same device was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as 'fine'.